Event description:
It was reported that caller observed air bubbles or gaps in infusion set tubing between t:lock connection and patient during pumping, with bubble sizes between about one-half and one-quarter inch, and that this caused concern about insulin delivery so caller stopped using cartridge. There was no reported impact to the customer¿s blood glucose level. Caller was no longer experiencing issue at time of call, removed tubing, and stopped using cartridge, and technical support explained that disconnecting at t:lock could introduce air into line, which caller acknowledged and understood.